Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. G2. Foreign: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative reporting that during the first interrogation error message 0x4ea9bc8e displayed on the programmer. Another interrogation was performed and the error appeared a second time. At the third interrogation, the programmer app connected to the ins correctly. There were no external contributing factors. Troubleshooting was performed, reset of the app for two times. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury.